Event description:
During a device replacement procedure, noise resulting in oversensing and far field p-wave oversensing (ffpwos) was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. No intervention has been performed. The patient was stable.